Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop while on a patient. The customer reported that the ventilator was switched for another ventilator with no patient harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative evaluated the suspect device onsite. Bench testing revealed a malfunctioning gas delivery engine (gde). The technician replaced the faulty component and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. The faulty component return to vyaire for further evaluation. A vyaire failure analysis lab technician was able to confirm the reported issue. Bench testing also confirmed that the gas delivery engine (gde) was the cause of the reported issue.